Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was employing a continuous suturing technique in the beginning of the closure during a laparoscopic gastric bypass, the suture thread broke and could not be used. They took a new suture to complete the case. There was no patient injury.